Event description:
Catheter de-gloved during surgical repair of a-v fistula leaving the catheter tip in the pt. Another catheter was used in attempt to retrieve the retained tip at which time the 2nd catheter also de-gloved and lost its tip in the pt. The surgeon was able to retrieve only one tip and the other still remains in the pt.